Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 5 devices had no problem found.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was shedding metal debris. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 event was reported for this quarter. Product return status: 5 device investigation type has not yet been determined. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was shedding metal debris. 5 events had no patient involvement; no patient impact.